Manufacturer narrative:
Please note that the following sections are being corrected on this follow-up #1 MFR report: patient identifier: the word ''none'' was entered in the blank field. Description of event: the word physician was changed to radiologic technologist. Event description was also updated to indicate that the 3maxc was also kinked. Operator of device: the original entry ''physician'' was changed to radiologic technologist.

Event description:
During preparation for a thrombectomy procedure, the penumbra system 3max reperfusion catheter (3maxc) kinked and fractured at the shaft as the radiologic technologist was attempting to advance it through a penumbra system ace 68 reperfusion catheter (ace68) on the back table.

Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 37.0 cm from the hub. Conclusion: evaluation of the returned penumbra system 3max reperfusion catheter (3maxc) confirmed it was fractured. This damage may have occurred due to forceful manipulation of the 3maxc during insertion into a parent catheter. The penumbra system ace 68 reperfusion catheter (ace68) mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the penumbra system 3max reperfusion catheter (3maxc) became fractured at the shaft as the physician was attempting to advance it through a penumbra system ace 68 reperfusion catheter (ace68). The damage to the 3maxc occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a velocity delivery microcatheter (velocity) and the same ace68.